Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified the device was broken shell. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii and rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening device on posterior side assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases are observed. ¿ stress marks are observed assessed as non-penetrating nick. ¿ wear abrasion is observed. ¿ white particles calcification -like in device outer surface. No further actions are required as the device was implanted.